Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2025 to reduce two bilateral inguinal hernias (re-operation) and mesh was implanted. This operation was successful (confirmed by MRI). But the intense pain that appeared after the first operation persisted. The patient has been on work stoppage for 8 months and waiting for an appointment at the pain relief center, scheduled for (B)(6) 2026. The patient discovered that, even if failures in this type of surgery were rare, they are not alone in this case, and that it could be a reaction of the body to the type of material used in prostheses. The patient also got closer to an association that brings together patients going through the same tests. No further information is available or could be obtained as reporter details have not been disclosed (confidential).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.